Manufacturer narrative:
The insulin pump was received with a critical pump error open book error and a broken force sensor was detected alarm was found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for critical pump error. Troubleshoot was reported to be conducted. The customer's blood glucose level was reported to be 125mg/dl. It was reported that the pump would be replaced and returned for analysis. No further information provided.